Event description:
Reporter states that since 2008, she has had bubbles in her cartridge. States that a rep came to her home to assist her 2 times and was told that they did not understand the cause of the bubbles. Reps had reporter change her meds tubing cartridges and pump. Reporter states that she kept a log to track the occurrences of the device. Patient states that she has type I diabetes. Reporter states that she has exhausted all of her funding for medication, and is unable to get her medication and supplies until the end of the year.